Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 199.9 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient was experiencing withdrawal symptoms. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had pump and partial catheter externalized. On (B)(6) 2022, the patient was taken to surgery for a catheter revision. During the procedure, the pump segment of the catheter was cut at the connector site and a new sutureless connector was implanted. The issue was noted to be resolved.

Manufacturer narrative:
Concomitant products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 27-jun-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.